Manufacturer narrative:
The reported events of noise, low pacing impedance and insulation damage were confirmed. A partial lead was returned in one piece. Dissection of the partial lead found the inner insulation was abraded at the distal region. The cause of the reported events was due to inner insulation abrasion.

Event description:
Additional information received noted that the right ventricular lead exhibited insulation breach.

Event description:
Related manufacturer report number: 2017865-2023-19364. It was reported that the patient was presented for an atrial lead explant procedure due to noise over-sensing resulting in inappropriate automatic mode switch episodes. Prior to the procedure, upon interrogation, it was noted that the right ventricular (rv) lead exhibited low pacing impedance. The atrial lead and rv lead were explanted and replaced. The patient was in stable condition.